Event description:
It was reported that during a hip revision the surgeon consciously made the decision to not use the centralizer on the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.